Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead developed ventricular fibrillation (vf) which could not be cardioverted due to high defibrillation threshold (dft) measurements. The patient required external defibrillation as a result of therapy exhaustion. The patient was hospitalized. A chest x-ray confirmed acceptable lead position and device interrogation confirmed all lead parameters were acceptable. The physician elected to explanted and replace the device and lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.